Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue; no device malfunction has been reported. It was reported via a trial that the patient experienced progressive angina and was found to have in-stent restenosis of the 4.0 x 23 mm xience v stent, which was treated with percutaneous coronary intervention (pci). No additional event or patient information is available.

Manufacturer narrative:
Angina and restenosis as listed in the instructions for use, are known adverse events associated with coronary stenting. These patient effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications and are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the restenosis, in which the patient was reportedly treated successfully with pci and hospitalization, although a definitive cause cannot be determined.